Manufacturer narrative:
The device passed leak test. However, it was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No warped keypad or button keypad anomalies noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump buttons were hard to press and unresponsive. The customer's blood glucose level at the time of incident was 159mg/dl. The customer states the keypad was warping. The customer was advised the pump would have to be replaced and returned for analysis.